Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, the charged coupled connector had traces of moisture on the contacts. Lastly, a deformed cable was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head image disappears temporarily. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the phenomenon could not be identified. However, by the deformation of the cable, the moisture that remained in the connector, or faulty parts may have caused interference in the image. Olympus will continue to monitor field performance for this device.